Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to have disengaged from the helical channel. Blood/body fluid was found on the distal conductor (not obstructed), and there was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and there was a tip seal observation.

Event description:
It was reported that during the implant attempt the helix would not extend. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.